Event description:
According to the info there was erosion and also leakage from the tubing between the pump and cylinder.

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted in 2005, and removed/replaced the following year, due to erosion & leakage from the tubing between the pump and cylinder. A resipump and two cylinders were rec'd for eval. Examination and testing of the returned components revealed partial separations in the non-serialized exhaust tube of the pump. Testing revealed these to not be sites of leakage. Abrasion was noted surrounding the partial separations. No functional abnormalities were noted with either cylinder. In addition, examination of the returned components revealed no abnormalities that would have contributed to the report of erosion. However, because qa's examination of the returned components may not conclusively confirm or disprove the report of erosion, qa accepts the physician's observation of such as the reason for surgical intervention. Also, because no functional abnormalities were observed, qa cannot determine the cause of the reported malfunction. Management routinely reviews events such as this. Therefore, no add'l action is required at this time.